Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Reportedly, the defibrillation system was implanted on(B)(6)2018 . On (B)(6)2020 , oversensing on the right ventricular channel was observed on a remote monitoring follow-up dated 1 june 2020. On the same day, a follow-up was performed in order to check the integrity of the leads. In the recorded egms, non-physiological signals leading to the charging of the capacitors were observed. Rv lead impedance and rv coil continuity values had also been decreasing since end of (B)(6)2020 . Preliminary analysis results showed noise oversensing on the right ventricular channel since (B)(6)2018 and a gradual decrease of right ventricular lead impedance and coil continuity values since(B)(6)2019 . The origin of the observed noise could not be determined with certainty; it could originate from electromagnetic interferences (emi) and/or myopotentials. Nevertheless, the beginning of a lead issue could not be completely excluded.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, the defibrillation system was implanted on (B)(6) 2018. On (B)(6) 2020, oversensing on the right ventricular channel was observed on a remote monitoring follow-up dated (B)(6) 2020. On the same day, a follow-up was performed in order to check the integrity of the leads. In the recorded egms, non-physiological signals leading to the charging of the capacitors were observed. Rv lead impedance and rv coil continuity values had also been decreasing since end of (B)(6) 2020. Preliminary analysis results showed noise oversensing on the right ventricular channel since (B)(6) 2018 and a gradual decrease of right ventricular lead impedance and coil continuity values since (B)(6) 2019. The origin of the observed noise could not be determined with certainty; it could originate from electromagnetic interferences (emi) and/or myopotentials. Nevertheless, the beginning of a lead issue could not be completely excluded.